Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The pneumothorax was discovered after a repeat chest x ray after the procedure. The physician believed that the pneumothorax was related to patient anatomy and there was no device issue or malfunction that might have caused or contributed to the event. No further information will be provided.